Event description:
The customer reported obtaining non-reproducible creatine kinase-muscle brain isoform (access ck-mb) results for one patient and non-reproducible troponin I (access accutni+3) results for four (4) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). This report addresses the non-reproducible access ck-mb results obtained for one patient (designated as patient 1) and the non-reproducible access accutni+3 result obtained for a second patient (designated as patient 2) on (B)(6) 2015. Mdr2122870-2015-00131 addresses the non-reproducible access accutni+3 results obtained on (B)(6) 2015. The results were not released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patient sample, designated as patient 1 multiple times on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered erratic results, all above the customer's normal reference range. The same patient's sample was reanalyzed on the customer's alternate unicel dxi 600 access immunoassay system (B)(4) and recovered above the customer's normal reference range. The patient sample designated as patient 2 was reanalyzed once on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and recovered lower, but still above the customer's normal reference range. The same patient's sample was reanalyzed on the customer's alternate unicel dxi 600 access immunoassay system (B)(4) and recovered within the customer's normal reference range. Calibration, quality control (qc) and system check parameters met assay and system specifications before the customer obtained the non-reproducible results. Beckman coulter (bec) customer technical support (cts) advised the customer to repeat the system check to verify the system performance. The system check failed the washed portion of the system check, but met specifications after the customer changed the aspirate probes. The customer performed a precision run using level 2 qc which failed to meet the assay precision claims. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The patient samples are collected in non-gel plasma tubes and centrifuged for either ten (10) minutes at 4,000 rpm (revolutions per minute) or five (5) minutes at 6,000 rpm. No issues with sample integrity were reported.

Manufacturer narrative:
The patients' date of birth and weight were not supplied. Beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and performed a major pm (preventative maintenance). The fse also replaced a bearing that had failed in the wash wheel. The failed precision run, system check, and more than one assay generating non-reproducible results is sufficient to reasonably suggest a system malfunction. The preventative maintenance service visit replaces and aligns many hardware components; therefore a specific failed hardware component cannot be identified with the information provided. After completing the preventative maintenance and repairs, the system was verified with system check, hs (high sensitivity) system check, and a 15 point precision run for access ck-mb and access accutni+3 assays. All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 and access ck-mb results is due to a system malfunction although no one part can be implicated. All mdrs associated with this report are: 2122870-2015-00130, 2122870-2015-00131.